Event description:
It was reported that during a diagnostic procedure in the arch area, they experienced removal difficulties. After several minutes of manipulation the catheter was removed without incident. Pt status is listed as "ok".